Event description:
It was reported that a rise in thresholds had been observed on the recently implanted atrial lead. The lead was repositioned. No symptoms were reported and the patients condition was stated to be good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.